Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that post use an endoscopic vein harvesting procedure, hemopro2 extension cable was being disconnected from generator and the connector broke off the cord. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot/serial history review was not applicable. A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that post use an endoscopic vein harvesting procedure, hemopro2 extension cable was being disconnected from generator and the connector broke off the cord. A replacement device was used to complete the procedure. No patient involvement.